Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast augmentation revision with 250cc saline mentor siltex round moderate profile breast implants and experienced soft tissue necrosis on the left side postoperatively. As a result, the patient underwent unilateral drainage, device removal and replacement with a 325cc saline mentor siltex round moderate profile breast implant, catalog number 3542650, serial number (B)(4) on (B)(6) 2017.